Manufacturer narrative:
Cn: hpcable#: 08220, handpiece#: 201902, 000 evaluated, meets specifications, customer loaner return, unit works within the manufacturing specs. Qa, iam.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803.

Event description:
While using a cavitron plus g136, they allege that they have no water and the handpiece is gets hot, no injury resulted.